Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The supplier reported on behalf of the customer that while removing the cleo® 90 infusion set site, the adhesive came off but the cannula had broken off under their skin. They noted that when package was first opened, they did not think the infusion set came with a cannula on it. Customer declined to remove the broken cannula from their skin. No patient injury was reported.